Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished sensing with the right ventricular (rv) lead. Analysis of the device memory also indicated some oversensing associated with the right ventricular lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and diminished r-waves. The lead was initially reprogram med, however, there was oversensing with pacing inhibition seen during a follow-up visit. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.